Event description:
An hour into the case, the tip of the handpiece started sparking (visible sparks coming from the tip). The handpiece's tip was red around the edge when the sparking occurred. The hand piece tip was not touching any metal within the operative field but it was a few inches from the metal forceps. After the device sparked the doctor put the handpiece down (not activated) on the surgical field. The device tip burned through the physician assistants (pa) surgical gown and burnt him. New device was obtained for use without additional reported issues. The pa treated the burn himself with some ointment and is doing fine.

Manufacturer narrative:
(B)(4). Method results and conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event # (B)(4). Evaluation process: performed visual inspection on unit per (B)(4). Unit is in good condition. Performed baseline functional testing per (B)(4). Rf energy was correctly delivered into fixed resistors. Performed an analog test with settings cut 7 and coag 7. Sparks are evident with the handpiece when not in direct contact with the tissue equivalent during coag 7 (this is normal behavior.) The tip of the test handpiece got hot, as expected (it is in contact with either saline that it is heated in temperatures above water¿s boiling point or in contact with an arc of electricity that is even hotter.) The tip was found to be hot enough to melt a plastic bag if not allowed to cool down before placing it in contact with the plastic. Root cause: arching, or ¿sparks,¿ can occur when the tip of a plasmablade is activated to deliver coag energy without the tip being in direct contact with tissue. This is normal behavior. The tip of a plasmablade can get hot during use. The tip can burn surfaces if not allowed to cool down before it contacts surfaces. This is normal behavior. (B)(4).

Event description:
An hour into the case, the tip of the handpiece started sparking (visible sparks coming from the tip). The handpiece's tip was red around the edge when the sparking occurred. The hand piece tip was not touching any metal within the operative field but it was a few inches from the metal forceps. After the device sparked the doctor put the handpiece down (not activated) on the surgical field. The device tip burned through the physician assistants (pa) surgical gown and burnt him. New device was obtained for use without additional reported issues. The pa treated the burn himself with some ointment and is doing fine.